Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. The device was returned to olympus for inspection, and no further reportable malfunctions were identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing of the colonovideoscope, chemical formalin was used during reprocessing of the scope instead of alcohol. The device was used for a procedure and used on patients after reprocessing. There was no report of patient harm or user injury associated with this event.